Manufacturer narrative:
The underlying cause of the rotational lock malfunction was a non-functioning actuator. The actuator was replaced and the table's rotational lock was tested to verify proper function. Corrective action has been initiated and investigation found the root cause is related to design of the actuator component within the rotational locking mechanism. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2021, the customer reported that the rotational lock on the ort300 table will not lock. The event was observed during daily qa and there was no patient involvement.